Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge shock failure during testing. There was no patient involvement.